Manufacturer narrative:
Product analysis conclusion the reported stent graft occlusion was confirmed on the films provided; however, the cause of the event cannot be conclusive determined. Potential contributing factors to the occlusion may include pre-existing vessel thrombus, the previously occluded right iliac stent (unknown manufacturer), and overlapping devices that may have reduced the stent graft lumen. Additional patient-related factors may include a history of peripheral arterial disease or an unknown coagulopathy. The final implanted position of the aui stent graft appears lower than expected, with the proximal radiopaque markers of the aui device located approximately 10 mm distal to the lowest right renal artery, which corroborates the reported event. Partial coverage of the renal artery by the endurant cuff could not be confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant aui stent graft etuf2814c102e was implanted during the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported approximately 1 month later the patient presented emergently with leg pain. CT showed the aui graft was occluded and fully thrombosed. An axillary-femoral bypass was performed to treat the occluded/thrombosed graft, and the patient was discharged home post intervention in good health. The physician believed contributing factors were non-compliance with follow-up protocols and continued smoking. It was confirmed that fem-fem bypass was not performed during the index procedure. According to the physician, the patient's right common iliac artery had been occluded and there was sufficient collateral flow. It was reported that an endurant cuff(etcf2828c49e) and an endurant limb (etlw1610c124e) were implanted during the index procedure and also became occluded. It was noted that, during the index procedure, the aui stent graft landed lower than anticipated; therefore, the physician implanted the endurant cuff to extend the proximal seal zone. The physician believed that the cuff unintentionally encroached the right renal artery, which was cannulated and stented the following day.